Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. Date of event: unknown. Additional product code: hwc. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent open reduction internal fixation (orif) right elbow, on an unknown date. The patient presented with a fracture nonunion in the humerus and a broken plate on (B)(6) 2018. The patient was revised to a total elbow after having the following hardware removed: two (2) plates, one (1) olecranon nail, one (1) olecranon end cap, and fourteen (14) screws. All hardware was removed intact except for the medial distal humerus plate which was broken. All hardware was removed with no delays or complications. There are no x-rays. Concomitant device report: 2.7 mm/3.5 mm va-lcp postlat dstl hum pl/4h/rt/88 mm-medium (part 02.117.204, lot unknown, quantity 1), olecranon osteotomy nail (part 02.007.001, lot unknown, quantity 1), olecranon osteotomy end cap (part 02.007.002, lot unknown, quantity 1) and unknown screws (part unknown, lot unknown, quantity 14). This is report 1 of 1 for (B)(4).